Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to faulty force sensor. No motor error alarm noted. The motor passed the motor test. However, the device had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip. No moisture damage on the electronic assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the down key was unresponsive. Customer also mentioned receiving a motor error alarm and possible fluid in the insulin pump. Customer declined any troubleshooting. Customer's blood glucose reading at the time of the call was 125 mg/dl. No further information reported.